Event description:
Staff found PICC leaking where line connects to hub. Zero dressing changes performed between insertion date and removal date.

Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.